Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the implant site. Additional information has been requested; however, not made available as of the date of this report. The implanted device remains.